Event description:
The reporter states that he obtained the blood glucose comparisons with results 50 mg/dl, 260 mg/dl and 80 mg/dl on the accu-chek aviva system. The results were obtained within a 10 minute timeframe. No actions taken. No adverse event reported. New system sent to customer and return requested.